Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer alleges the rubber came off the rim on one of the wheels on a 9rc recliner.